Event description:
In 2007, a gore viabil biliary endoprosthesis was placed successfully in a benign anastomotic biliary stricture of a male pt. The device was in a liver transplant pt. Approx 2 weeks later, the pt presented with intestinal bleeding. Upon examination, the physician found the source of the bleeding to be from the stent which had migrated into the opposite wall of the duodenum. The stent was removed acutely. The bleeding was controlled with a vascular clip. The pt is doing fine. Via fluoroscopic images on both the day the stent was implanted and the day it was removed in 2007, it appears the stent moved only a couple of millimeters. The original implanting physician's comments suggest that what most likely happened is the curvature of the bile duct changed from an "s" shape to straight after stent placement. This had the effect of angling the stent down onto the duodenal wall. This subsequently caused the edge of the stent to erode a vessel on the duodenal wall surface which caused the bleeding. Gore has made the decision to report this incident because it is seen as a reintervention.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The device appeared normal - no apparent defect.